Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient took assistance from 3rd party on (B)(6) 2025 due to two kinked cannula leading to hyperglycemia on (B)(6) 2025. The blood glucose level was high at the time of event and the patient got treated with correction bolus via pump, manual injection, fluids and electrolytes. The patient also had high ketone levels. No further information available.